Manufacturer narrative:
Date of event is estiamted. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient is not able to exit from MRI mode due to losing the patient controller. As such, troubleshooting by a manufacturer representative may take place at a later date to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. Corrected data: further review of the event information determine that this event is related to neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. As such, this event remains reportable.

Event description:
Additional information was received confirming an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an existing pairing bond on the clinician programmer. Therapy was restored.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.

Manufacturer narrative:
Corrected data: per the additional information (b5), there is no malfunction of the ipg. As such, this event is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was able to connect with their ipg using their external devices. It was determined that the ipg was not stuck in MRI mode.